Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after having reached elective replacement indicator (eri). It was also noted that this device was part of a recall population.